Event description:
On (B)(6) 2013, the reporter contacted animas alleging an insulin delivery issue. The reporter stated that the pump delivers insulin at an inadequate rate. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:the pump was unable to be fully investigated due to an unrelated issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.